Event description:
It was reported that the patient was unable to recharge the device due to physical difficulties with recharging. It was noted that the recharge process possibly was related to the device or therapy and not related to the implant procedure. The patient had no signs or symptoms and no diagnostic methods were performed on the device. Replacement surgery of the device was performed on (B)(6) 2010. The patient outcome was noted as resolved without sequelae.

Manufacturer narrative:
Product ID, 3487a-33 lot# j0437037v serial#, implanted: 2005 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 3487a-33 lot# j0349011v serial#, implanted: 2005 (B)(6), explanted: 2010 (B)(6), product type lead. (B)(4).